Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the implant suddenly stopped working. The patient was supposed to have surgery (B)(6) 2018 but the healthcare provider (hcp) cancelled the appointment. The caller reported the patient was supposed to have an appointment for surgery on (B)(6) 2018 but the patient had the flu and the appointment was cancelled. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the surgery was scheduled for device replacement due to eri. While awaiting surgery, the device entered eos. No device failure was reported. The issue was resolved on (B)(6) 2018 when the device was replaced.